Manufacturer narrative:
The device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) underwent power on reset (por), preventing the retrieval of arrhythmia data. The ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.